Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient saw an eri message on the non-rechargeable device. The patient thought he was told by the health care professional (hcp) this would last him 5-10 years. The caller wanted to know if they could lower stimulation to make it last longer. No symptoms or complications were reported or anticipated.